Event description:
An optometrist reported a pt with trace diffuse lamellar keratitis (dlk) noted around the inferior/nasal flap edge in the left eye, four days following lasik treatment. The pt's topical steroid dosage was increased and the cornea cleared. The pt reported dry eyes. In a follow up with a technician, she indicated the pt had reported pain and blurriness in the left eye on the date of the event. The pt was seen one week later and the event had resolved. The pt continued to use gel tears and drops of artificial tears.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).